Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve partially loaded within the capsule and the outflow cone and capsule guide tube attached to the capsule. Deformation was visible to the valve within the capsule and capsule guide tube. There was buckling visible to the proximal end of the capsule within the capsule guide tube. There was a bend along the length of the dcs. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The compression loading system (cls) components were removed from the capsule and on retraction of the capsule via the rotation of the actuator, the valve deployed with deformation visible. Delamination was observed over the nitinol reinforcing frame along the capsule, particularly at the capsule buckle site. An imprint was left on the distal end of the capsule left by the capsule guide tube. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. A valve could not be loaded onto the dcs due to the capsule buckle. The reported event for unable to load could be confirmed in the analysis due to the condition of the returned valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the transcatheter aortic valve, the deployment knob was turned to advance the capsule and capsule guide tube until the capsule covered the proximal half of the paddles, and leaflet tissue was seen through the ¿window¿ on the valve stent frame for coronary access, between two commissures. The pericardium was jammed. Additionally, the reporter confirmed that there was no protrusion. The system was not used.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.